Manufacturer narrative:
The device was received for evaluation. During functional testing, a downstream occlusion pressure check tripped at 6.8 psi and would not clear with removal of occlusion were reproduced as false downstream occlusion and verified through a review of the event history log. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of specification force sensor. The downstream sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had downstream occlusion pressure check tripped at 6.8 pounds per square inch (psi) which would not clear with removal of occlusion. There was no patient involvement. No additional information is available.